Manufacturer narrative:
Corrected: g1 - contact office establishment name. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated. No leaks were observed from the cuff. The cuff inflated successfully. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was an air leak 48 hours after intubation. The intubation tube was replaced and upon checking there was a pin hole on the top of the cuff. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 6010558 was not found for the reported catalog# 100/166/080 in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.